Event description:
The customer reported that she accidentally wore the insulin pump in the MRI room and the device is alarming no delivery. The blood glucose reading was 227mg/d. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms. The device was received with scratched screen, cracked case at the display window corners and battery tube threads.